Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was a false empty detected and an inappropriate bypass of a low ultrafiltration (uf) alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low uf alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:33:57. During night drain cycle eight, the patient's ultrafiltration reading was 1449ml, indicating the home patient (hp) drained 1149ml more than their maximum programmed fill volume of 1500ml. No further information was available.